Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 664437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("claiming allergy: other"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), fatigue ("fatigue"), migraine ("migraines"), alopecia ("hair loss") and tooth disorder ("dental problems"). The patient was treated with surgery (robotic-assisted bilateral salpingectomy,cystoscopy,). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, menorrhagia, hypersensitivity, psychological trauma, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, migraine, alopecia and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dyspareunia, fatigue, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: 4 coils on the left and 3 coils on the right. Lot number: 664437 manufacture date: 2009-08 expiration date: 2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-sep-2020: quality safety evaluation of ptc (product technical complaints). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 664437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("claiming allergy: other"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), fatigue ("fatigue"), migraine ("migraines"), alopecia ("hair loss") and tooth disorder ("dental problems"). The patient was treated with surgery (robotic-assisted bilateral salpingectomy,cystoscopy,). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, menorrhagia, hypersensitivity, psychological trauma, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, migraine, alopecia and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dyspareunia, fatigue, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: 4 coils on the left and 3 coils on the right. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received. Case was upgraded to serious incident. Removal was added. Reporters were added. Lot number was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 664437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("claiming allergy: other"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), fatigue ("fatigue"), migraine ("migraines"), alopecia ("hair loss") and tooth disorder ("dental problems"). The patient was treated with surgery (robotic-assisted bilateral salpingectomy,cystoscopy,). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, menorrhagia, hypersensitivity, psychological trauma, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, migraine, alopecia and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dyspareunia, fatigue, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: 4 coils on the left and 3 coils on the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.